Manufacturer narrative:
(B)(4).the device was serviced by a service technician as part of preventative maintenance.. Visual inspection, functional testing, service review, and a review of the alarm log were performed. Visual inspection revealed a missing pole clamp disk. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To correct the condition, the pole clamp disk was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a missing pole clamp disk. No additional information is available.